Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of hard nodules are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported event of skin irritation: undesirable effects "the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ induration or nodules at the injection site."

Event description:
Healthcare professional reported injecting a patient with unspecified juvéderm¿ voluma¿ in the cheeks, nasolabial folds and prejowl sulcus. About 16 months later, the patient developed a hard nodule on the left cheek. Patient was treated with hyaluronidase. A day later, the patient developed a hard nodule on the right pre jowl. Patient was then treated with hyaluronidase, prednisone, and keflex. The prednisone "is lowering more [nodules] but [were] mild."